Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information from the initial reporter: the force bipolar instrument was inspected prior use. It was not stuck on any tissue. The instrument was inside the patient and the jaws would not open to use on tissue. The procedure was completed robotically, we used a different force bipolar instrument. There was not excess bleeding and nothing broke off the instrument to fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly, the force bipolar instrument released energy and was fully functional. There was no product issue identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument jaws would not open. The procedure was completed with no reported injury.